Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged and the pump battery was depleting quickly. Additionally, it was reported that the pump's usb port was bent resulting in difficulties charging the pump. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer had large ketones, not identified as dangerous by healthcare provider. The customer addressed their bg with a manual dose injection. A replacement pump was sent to the customer to resolve the issues.